Event description:
It was reported that the patient's hearing performance with the device was very bad since first fitting. A CT scan showed 5 electrode channels being inserted into the cochlea. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device was explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.